Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server required reboot after memory upgrade. A technical support specialist collaborated with hospital information technology (hit) and successfully restarted the following services on the server www, net, messaging, structured query language (sql), and iis. Further, the fse logged into the patient encounter system (pes) gui, confirmed that all stations were communicating properly, and verified that the customer had increased the c drive memory to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations were on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.